Event description:
It was reported that during a femoral/popliteal artery stenting, the biliary stent appeared to be deploying upon advancing the stent delivery system over the guide wire. The device was not used in or on the patient. Another product was used for patient treatment. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the premature release of the stent. The delivery system was returned with the blue safety clip not in place and missing. The blue outer catheter was found to be undamaged. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Rough handling of the device may be a contributing factor to the reported event as this may lead to damages and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. Section a: the information provided by bard represents all of the known information at this time. There was no reported patient contact; therefore, no patient details were requested.